Event description:
(B)(4) clinical trial study. Same case as MDR ID# 2134265-2013-05215, 2134265-2013-05290, 2134265-2013-05296, 2134265-2013-05295, 2134265-2013-05298, it was reported that post percutaneous coronary intervention (pci), unstable angina and chest discomfort occurred. In july 2009, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (rca) (per source documents distal rca) with 95% stenosis, a length of 14 mm, and a reference vessel diameter of 4.0 mm. The target lesion was treated with predilation and placement of a 4.0mm x 18/20 mm study stent with 0% residual stenosis. One day post- procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced onset of unstable angina. In (B)(6) 2013, the patient was hospitalized and underwent pci. The target lesion located in mid rca (per source documents distal rca) was treated using mach 1 guide catheter. After the luge guide wire as advanced, a 2.00mm x 12 mm apex balloon catheter was used for predilation. Then the patient complained of chest discomfort and intra coronary nitroglycerin 150 mcg was administered. A 4.00mm x 16 mm promus element stent was deployed. Post dilation was performed using a 8mm x 4.00mm nc quantum apex balloon catheter. The patient again complained of chest discomfort which was resolved after treating with 20mcg/min IV nitroglycerine. The patient was discharged one day post- procedure without residual effects.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a 99% in-stent restenosis pattern 1b at the proximal edge of the stent implanted in the mid left anterior descending artery.